Event description:
It was reported that the insulin gauge was inaccurate. Customer¿s blood glucose level was 272 mg/dl. The customer will continue to use the pump for insulin delivery.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.